Event description:
The customer reported that while the unit was in use on a patient, the unit displayed "check iab catheter" alarms. The patient was switched to another unit and therapy was continued. No patient injury was reported.